Event description:
End user called to complain go getting high readings when testing the blood glucose test strips with glucose control solution. Trouble shooting by phone showed the strips were giving high readings to the user. The strips were replaced and the defective one were returned for evaluation.